Event description:
It was reported that this patient had developed a wide red line at the corner of one incision of the pump pocket and it went "all the way around". An infection in the catheter was reported and an abscess developed. Pus had come out of the patient's back. The patient reported to have not gotten any better even in the hospital. Approximately three weeks later, after the patient got off the antibiotic another abscess formed. The patient reported that the issue was not getting better and had reacted to medication. Since (B)(6) 2012 the patient had experienced shivering chills, headaches, low blood pressure, and pain from the lumbar region which radiated to the sciatic nerve. In addition the patient experienced "other problems too", having had "all kinds of immune problems", and a decline in her quality of life. The patient shared that their prialt was decreased twice due to sleeping all the time and noted the pain to be worse. It was reported that one physician had thought there might be an underlining infection. The patient reported having sepsis twice. It was unclear the cause but at one point it was thought it might be related to the patient's port-a-cath, which at one point was reported to be removed and replaced. At that time, the patient reported that their "labs are fine" and was advised to "go about living your life". This device system delivered prialt. Further information was provided that an office note on (B)(6) 2012 indicated the patient was afebrile. The incision healed without evidence of infection. On (B)(6) 2012 the patient was hospitalized with a diagnosis of cellulitis at the pump site requiring intravenous antibiotic therapy. The patient was discharged to home on (B)(6) 2012. On (B)(6) 2012, office visit notes indicated that the pump site did not show obvious signs of infection and the posterior pump site had no hyperemia. The assessment plan was to continue antibiotic treatment for the wound infection. On (B)(6) 2012, (B)(6) 2013, office notes indicated that the site was well healed without evidence of infection.

Manufacturer narrative:
Concomitant medical device: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).